Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to dilate a moderately calcified lesion in the sfa with 90% stenosis using admiral xtreme. During the procedure, blood was observed in the inflation port prior to inflation suggesting balloon may have ruptured while passing through calcified lesion. The lesion diameter was 4 mm and lesion length of 25 cm. Procedure was completed with another balloon. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a visual inspection was carried out on the device: the inflation lumen was full of hardened blood but, signs of defect was not visible on the balloon which was still folded. After the decontamination, the guidewire lumen was successfully flushed and a guidewire 0.035" was advanced from the tip to the hub, without issue. A negative pressure was applied to the system using manometric syringe: no bubbles were detected in the water column. It was not possible to inflate the balloon because the inflation lumen was occluded by hardened blood. The shaft was cut in the distal part of the device in order to avoid the occlusion in the inflation lumen that prevent the balloon inflation. Inflation was attempted but it failed because of a pinhole detected on the balloon, at the proximal marker area, which prevented the balloon inflation. The magnification of the balloon using microscope confirmed the pinhole. If information is provided in the future, a supplemental report will be issued.